Manufacturer narrative:
(B)(4).

Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and the m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. The abbott field service engineer at the (B)(6) hospital, found that the m2000sp liquid waste sensor housing was deformed and missing the sensor window. No odor of burning plastic or overheating was observed. (B)(4).